Event description:
Patient reportedly "developed a lymphoma" which has been deemed not related to the device. It was further clarified that the patient has been diagnosed with "classical hodgkin's lymphoma, nodular sclerosing type." Later, patient reported thyroid cancer, swelling all over their body, nausea, brain fog, and fatigue which have been deemed not related to the device. The patient also reported being diagnosed with anaplastic large cell lymphoma (alcl); no diagnostic testing or biomarkers confirming this diagnosis have been reported or confirmed. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1784116 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v3.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.